Manufacturer narrative:
Correction: "device evaluation" box should also be selected for h2.

Manufacturer narrative:
The reported events of far p oversensing was not confirmed. The device voltage was at elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Electrical testing was performed, and no anomalies were noted.

Event description:
New information noted that an ICD was explanted and replaced with new ICD.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that non-sustained right ventricular oversensing (nsrvo) due to far p wave over-sensing. Programming changes were suggested but no intervention was performed. Patient condition was stable.